Event description:
This report summarizes <noe> 1 </noe> malfunction events. A review of the events indicated that one (1) patient sample test using capture-p indicator cells reagent on an automated blood bank system produced an unexpected negatives with capture p ready screen due to a defective dropper dispensing too much reagent. The original testing was performed using the dropper inside of the indicator cell vial and 1 drop was used. On the repeat testing the customer used a calibrated pipettor with exactly 50 ul and a positive result was received. The error was caused by the customer's incorrect testing methods. The result represented a false negative based on prior patient history. Subsequent testing of the retention lot showed acceptable results. Through post event tests and investigations, no other specific causes were determined as a cause of the malfunction.